Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms since implant of the ICD. It was noted that the rv lead was a single coil lead and it was programmed triad. Boston scientific technical services (ts) discussed troubleshooting options. The lead configuration was reprogrammed distal coil to can. No adverse patient effects were reported. This product remains implanted and in service.